Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus australia & new zealand (oaz) for evaluation. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, the reported event may have been caused by a failure of the internal board (signal processing board). The internal board may have failed due to aged deterioration, because 12 years and 4 months have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. According to the information provided by the service department of olympus (B)(4), the front panel display went blank during use. This failure mode occurred intermittently. It may have been caused by a failure of the power supply board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the procedure, the device failed, the front panel display went blank after turning on, and then the device beeped. There was no report of patient injury associated with the event.